Event description:
Customer called in to report a battery out of limit alarm. During the call customer mentioned being hospitalized for dka. Offered to notate the situation, but customer declined to give more info about the hospitalization. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.